Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). B1pc: pkg-19-388 00 i51-09-153.01_b1py, b1pc regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Date of event was not provided. Serial number was not provided. Manufacturer's date of awareness: (B)(6) 2023. Damaged haptic after implantation. Broken trail haptic. Lens was stable in bag. Surgical intervention: removed detached blue pmma tip and left lens in place. Product remained in eye after clinical assessment; no permanent or negative impact on patient health expected.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred inside of the USA. The report includes additional information not available/included in the initial report. The product was not returned and appearance check was not performed. Serial number was not available, trending per manufacturing batch could not be performed. From our investigation, we couldn't confirm the reported event. No root cause was determined base on findings of investigation result. Deep investigation is being conducted under new issue review, issue-0824, CAPA-23-0017 was created.

Event description:
Date of event was not provided. Serial number was not provided. Manufacturer's date of awareness: 25-aug-2023. Damaged haptic after implantation broken trail haptic. Lens was stable in bag. Surgical intervention: removed detached blue pmma tip and left lens in place. Product remained in eye after clinical assessment; no permanent or negative impact on patient health expected.